Event description:
It was reported that the pt experienced, "vaginal tightness, dyspareunia, mesh erosion through the vaginal wall, urinary tract infections," and had surgery for "partial removal of the mesh" and "vaginal repair." A partial device remains implanted in the pt.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.